Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported a being injected in the cheeks, chin and face with an unknown juvéderm product. Patient stated during injection "blood squirted out of her face and the assistant but so much pressure on the area it left a round circle on the area. The next day the ¿patient woke up with nodules, discoloration, pain, inflammation, asymmetry and was unhappy with results.¿ the patient self-medicated them selves with ¿some antibiotics that were left over called " anthramycin" and took 1 a day for 3 days.¿ on the third day the patient went to the ¿hospital because the pain was so bad their blood pressure was extremely high". One week after the injections the patient went back to their injector and told them, ¿look at what you did to my face." The injector responded, "I did nothing wrong, you just need more treatment." Approximately one month after the patient went to a different hcp and was told they had an infection and was prescribed doxycycline for 30 days and was told they are not able to help them until they know what they were injected with and how much of it. Symptoms are ongoing.